Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device oversensed noise when the patient took deep breaths. There were no electrical indications of a lead issue. Programming changes were recommended. No further information was available.

Event description:
Additional information received indicated that the physician explanted and replaced the rv lead to address myopotential oversensing. The patient was stable post procedure.